Event description:
Rptr complains of severe pain, fever, hardness of breast, ms, lupus, arthritis, lungs collapsed, spinal pain, arthritis of spine, loss of memory, hair loss, mini-strokes, losing vision, "mctd", & sle, "ss", polymyositis dermatomyositis, losing control of bladder & bowels, tumors in surgeries, "nac", primary sjogern's syndrome, ars, loss of employment, difficulty in walking, "caplets" still in body, herniated disc, severe rashes, inflammation of breast, dry mouth, running eyes, immune disorder, disfigurement of breast, headaches, leaking of implants, "caplets" inside breast cannot be removed because it will expose the heart. Joint & back pain, swelling of feet & legs, memory loss, numbness in arms & legs, etc.